Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed; dislodgement of the lv lead was confirmed. The lv lead was successfully repositioned and remain implanted. The patient was stable and there were no adverse consequences.